Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The device manufacturer date for the reported sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An infection was reported with use of an adc freestyle libre sensor. Customer reported experiencing pain during their 5 day sensor wear and noticed pus had formed at the sensor application site. Customer further reported having contact with a doctor who believed "a blood vessel has been hit and that it has caused a bruise that has become infected". The doctor prescribed clindasol (clindamycin antibiotics) and betaisadona (topical antibacterial) for treatment.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An infection was reported with use of an adc freestyle libre sensor. Customer reported experiencing pain during their 5 day sensor wear and noticed pus had formed at the sensor application site. Customer further reported having contact with a doctor who believed "a blood vessel has been hit and that it has caused a bruise that has become infected". The doctor prescribed clindasol (clindamycin antibiotics) and betaisadona (topical antibacterial) for treatment.